Event description:
It was reported that the patient had a ventricular tachycardia (vt) ablation and an alert has been heard since that time. An interrogation showed the implantable cardioverter defibrillator (ICD) device alerted for atrial lead impedance when automatic impedance measurements could have occurred. The alert time stamp corresponded with the time the patient was in the lab for the ablation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. Alerts reported to have occurred during ablation procedure. (B)(4).